Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. Device download data was received. The download data shows that the battery was used from (B)(6) 2014 (20:32:57) until the battery was completely discharged at approximately 5:01:57 pm on (B)(6) 2014, shutting down the lifevest the day prior to the pt's death. The download data showed that the lifevest was appropriately notifying that the battery needed to be replaced on (B)(6) 2014. There is no indication of any device failure. The battery lasted longer than the required 24 hours. The battery was not properly changed and recharged while the pt was in the hospital. The device properly alerted that the battery needed to be replaced. The lifevest was not active at the time of the pt's date. Monitor sn (B)(4) - 03/2014. Electrode belt sn (B)(4) - 11/2013.

Event description:
A zoll distributor reported to zoll manufacturing corporation that a (B)(6) male pt passed away at 1:01 am on (B)(6) 2014. The pt was in the hospital on telemetry at the time of the event. The pt had a seizure and went into cardiac arrest at approximately 12:23 am on (B)(6) 2014. The lifevest was not alarming. A nurse at the hospital reported that she believed the lifevest battery pack was expired when the pt went into cardiac arrest.